Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient did not think that the sensor was reading correctly. At around 12am she woke up due to the alarm from her receiver with cgm 50mgdl. She was feeling dizzy and nauseated, so called 911. She did not check her bg because of her symptoms. While waiting she took some glucose tablet, glucose gel and glucose shake. Then the paramedic arrived and made her some peanut butter jelly sandwich because the glucose was still at 50mgdl. The patient decided not to go to the hospital. The paramedic stayed for a good 20 minutes and left when the patient's blood glucose went up to 90mgdl and cgm at 95mgdl and she was no longer feeling dizzy and nauseated anymore. No other prescription given. No data was provided for evaluation. The allegation and a probable cause could not be determined. When the patient had symptoms, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the paramedics came, the reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.